Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered appropriate shock therapy for a ventricular arrhythmia. The shock therapy was noted to have accelerated the rhythm and 2 additional shocks were delivered to convert the rhythm. It was noted that the patient had a high defibrillation threshold (dft) and would be prescribed medications to help decrease the dft. No adverse patient effects were reported. This product remains in service.